Manufacturer narrative:
The initial MDR 2432235-2017-00052 was filed on january 16, 2017. The first supplemental MDR 2432235-2017-00052_s1 was filed with the FDA on march 28, 2017. Corrected information: upon further review, it was determined that an additional patient sample was affected.

Event description:
An additional discordant, falsely elevated enzymatic creatinine result was obtained on a patient sample during initial testing. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. The repeat results were reported to the physician(s).

Manufacturer narrative:
The initial MDR 2432235-2017-00051 was filed on january 16, 2017. MDR 2432235-2017-00052_s1 was filed on march 28, 2017 MDR 2432235-2017-00052_s2 was filed on may 2, 2017 corrected information (06/28/2017): the date in MDR 2432235-2017-00052_s1, date received by MFR was incorrectly dated 03/03/2017. The date should have been 12/28/2016. The date in MDR 2432235-2017-00052_s2, date received by MFR was inadvertently left blank. The date should have been 01/28/2017. Additional information (03/08/2017): the customer care center (ccc) stated the issue was resolved after the customer service engineer (cse) performed dilution tray wash unit (dwud) and reaction tray wash unit (wud) maintenance.

Manufacturer narrative:
The initial MDR 2432235-2017-00052 was filed on january 16, 2017. Additional information (03/03/2017): a correction to the results provided has been made. The cause of the discordant, falsely elevated enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the instrument data and discovered that the reaction curves were noisy on the first part of the curve, which indicated that there could be a reaction tray wash unit (wud) issue or a lamp issue. Rsc specialist also observed a bump in the reaction curve after the reagent probe 1 (r1) mixing was processed. The fse was dispatched to the customer site. The fse replaced the dilution tray wash unit dispense (dwud) nozzle section. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated enzymatic creatinine (ecre) result was obtained on one patient sample on initial testing and a discordant, falsely elevated ecre result was obtained on another patient sample upon repeat testing on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ecre results.